Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to loss of capture, low r wave measurements and high impedance >2000 ohms.